Manufacturer narrative:
No patient was present. The device was returned to the manufacturer for evaluation. Visual evaluation found that the tap was occluded with bone. The device was scrapped and replaced to resolve the issue.

Event description:
A medtronic representative reported that the tap was clogged with bone. This was discovered outside of surgery. No patient present.